Event description:
The facility reported an infusion pump with "volume too high". It was not known if this failure occurred while infusing on a pt. The facility representative stated that no pt injury was reported on this pump since the last baxter service event. Information regarding pt demographics, medication involved and device programming was requested but none was provided.